Event description:
It was reported the patient fell right on her internal neurostimulator (ins) site in (B)(6). Since then the patient had burning around the ins site and it felt hot and swollen. The patient stated that she just hasn't felt well since her fall. The patient reported she cannot lay on her right side since the fall. The patient reported that she was in a lot of pain. The patient had scheduled an appointment with her health care provider. If additional information is received a follow up report will be sent.

Event description:
Additional information received reported that the patient was continuing to experience a burning sensation following a fall; it was noted that the patient fractured her arm. The area around the patient's implantable neurostimulator (ins) was more swollen and is getting ''hard.'' The patient had an appointment scheduled with her physician, but was attempting to get an earlier appointment. Additional information received reported that the patient fell in the month of (B)(6) 2012; the patient slipped on [a piece of] ice in the kitchen and landed on her ins. The patient visited her physician but nothing was done to evaluate the ins; no interrogation was performed. Since the fall, the patient has felt a lump above and below the ins. The patient's ins had been turned off since (B)(6) 2011, and had not been charged since. The patient was unable to touch or lay on her back, and was unable to lay on her right side. The patient's pain was "past 10" on the pain scale. The patient's right foot was burnt from sand and was not healing. The patient's right leg calf was hit by a sink, bruised, and was not healing. The patient's reflex sympathetic dystrophy (rsd) pain was increasing and her pain changed location to her left leg. The patient could not stand on her foot and was in bed most of the time. The patient was abused in a manner where she was hit and shoved into furniture. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ lead product ID 3777-60 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ lead product ID 37752 lot# serial# (B)(4) implanted: explanted: product typ recharger product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3708220 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product typ extension. (B)(4).